Event description:
It was reported that various central stations in some departments are losing connection to the monitors. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips product support engineer (pse) further investigated the issue opening a root cause analysis case. The pse reviewed the logs and confirmed reopening service hosts lead to a failing patient surveillance and no data shown in sector. The sector showed the information ¿overview lost - no connection to <own host name>.¿ the pse did a manual restart of the central station with stop and start services in system configuration recovered the reported issue. The restart of the central solves the problem for a while. The pse reported they were not able to successfully reproduce the issue in the lab. The customer was informed, if the fault reoccurs to call philips to contact business intelligence unit (biu) to download the crash dumps before starting the central station. No new reports from the customer occurred within the period of the investigation. If additional information is received the complaint file will be reopened under another case.

Event description:
It was reported that various central stations in some departments are losing connection to the monitors.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1;(B)(6).

Manufacturer narrative:
Philips called for a software patch update to resolve the issue. A philips field service engineer (fse) arrived onsite to upgrade the entire system to software version 4.3.4. Results of the performance verification testing (pvt) found the interfaces up online with systems communicating with each other. All upgrades were performed and successfully completed. No further investigation or action is warranted at this time.

Manufacturer narrative:
A philips product support engineer (pse) further investigated the issue opening a root cause analysis case. The pse did a manual restart of the central station with stop and start services in system configuration recovered the reported issue. The restart of the central solves the problem for a while. The pse reported they were not able to successfully reproduce the issue in the lab. The customer was informed, if the fault reoccurs to call philips to contact business intelligence unit (biu) to download the crash dumps before starting the central station. No new reports from the customer occurred within the period of the investigation. If additional information is received the complaint file will be reopened under another case.

Manufacturer narrative:
Updated information changed the event date from 05/06/2024 to 04/17/2024.